Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had experienced high blood glucose level. It was reported that they had a bent cannula. The customer¿s blood glucose level was 25 mmol/l at the time of the incident. The customer performed troubleshooting for bent cannula. The insulin pump will not be returned for analysis.